Event description:
Reportedly, on (B)(6) 2025, a patient had a consultation related to a pulmonary vein ablation. During the pacemaker interrogation, issues occurred ¿ a message with "invalid." Appeared on the screen. At first, the interrogation worked once, but when he attempted it again later, the error message reappeared. Whenever this message popped up, no diagnostic data was visible.

Manufacturer narrative:
The files have been requested to investigate. Nevertheless, a mail from the field has been received indicating that a colleague came to the hospital to perform an interrogation and everything went well and asked to close this case. Since no data is available and no issue is suspected on the subject pacemaker, this case is closed.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2025, a patient had a consultation related to a pulmonary vein ablation. During the pacemaker interrogation, issues occurred ¿ a message with "invalid¿" appeared on the screen.. At first, the interrogation worked once, but when he attempted it again later, the error message reappeared. Whenever this message popped up, no diagnostic data was visible.